Event description:
Integra received two maude reports for an event involving the same patient, same surgeon, two surgeries and 11 devices - maude reports# mw5042764 and mw5042765. Two of the devices were reported in response to complaints for these events, received at an earlier time -m fg report numbers: 1651501-2014-00053 and 1651501-2014-00054. The remaining 9 devices related to this patient's events will be reported in response to the maude notifications. This is report 1 of 9. Narrative as per maude reports. Additional information received by phone from sales rep 7aug2015: the first maude report is for devices implanted during the initial surgery 1(B)(6) 2014, and explanted during the revision surgery (B)(6) 2014. The 2nd maude report is for the devices implanted during the revision surgery on (B)(6) 2014. Sales representative recalls being told, "the glenoid component or glenosphere was not completely seated during the initial surgery." He was not aware of the femoral stem coming loose. He clarified that the information reported in the maude report seems to describe the femoral stem issue occurring after the revision surgery (explaining the second maude report). He is not aware of any additional surgery being performed. Additional information received by phone from distributor 7aug2015: upon reading the narrative in the maude report the distributor recalls the morris taper cup was not properly engaged and tested. He stated, "a representative performed follow up training specifically to enforce this step of the procedure, following this surgery." The distributor mentioned how this integra set comes with a handle that can be screwed into the devices to force test the engagement. The surgeon chose not use the handles.

Manufacturer narrative:
Additional information/patient records received 23oct2015: there has not been any additional surgery. The patient continues to have a lack of motion/pain. Patient records include: operative note from initial surgery (B)(6) 2014. Summary ¿ ¿ ¿¿a surgical assistant was required for this difficult open total shoulder replacement.¿ ¿ pre/post operative diagnoses ¿ 1. Early cuff arthropathy 2. Massive irreparable tear of the rotator cuff. ¿ operative note does not indicate statement or describe the activity - included in maude report: ¿¿in fact the glenosphere was tested by pulling on it with extreme force. It was engaged.¿ clinic notes through (B)(6) 2015 and discharge summary for revision surgery (B)(6) 2014. Summary ¿ (B)(6) 2014 (6 days postop): ¿ ¿he did have an instance, when he was putting a shirt on, where he felt a pop in his left shoulder. He had significant pain after this, and it was difficult to get the pain under control. The pain did subside after several hours, however.¿ ¿ otherwise doing well. ¿ imaging reveals adequate placement of hardware. There is no evidence of hardware complication or dislocation. (B)(6) 2014: chief complaint - failed left shoulder arthroplasty. ¿ he just has regular clicking, which does not feel right, in his shoulder. ¿ he does have an obvious deformity to the left shoulder. He has very minimal range of motion. ¿ imaging of left shoulder reveal the glenoid sphere has become detached from the glenoid surgical component. The entire humerus is lifted up because of this. ¿ assessment: failed left reverse shoulder replacement. ¿ plan: patient is going on vacation. He will proceed with revision surgery when he returns. (B)(6) 2014: clinic visit. No new relevant information. (B)(6) 2014: discharge summary for revision surgery (B)(6) 2014. Unremarkable. (B)(6) 2014: ¿ progressive recovery described. Imaging shows hardware is intact and shoulder is well aligned. (B)(6) 2015: clinic visit. ¿ overall the patient is doing well with some stiffness. ¿ hardware is intact and with good alignment (B)(6) 2015: progressive recovery described. Revision surgery operative notes (date not indicated on document): ¿ ¿indication for surgery¿ is a detailed, elaborate explanation of what happened following the initial surgery. Included is information regarding imaging during first clinic visit that does not appear in the clinic visit notes: ¿first clinic visit with x-ray showed what appeared to be misplaced or possibly protruding baseplate stem. This was observed, but because of overlying shadow and only ability to take one view, we decided to watch and wait and repeat the x-ray in several weeks. ¿ remainder of operative note describes the activities of the shoulder repair revision. Integra has completed their internal investigation on 10/27/2015 . The investigation included: methods: review of device history records, review of complaints history. Results: DHR review; no non-conformances were present and no issues were identified that would cause or contribute to the event. Complaints history; (B)(4). Conclusion:the root cause cannot be determined, as the component related to this complaint was not replaced and the explanted device was given to the patient, no analysis could be conducted.